Manufacturer narrative:
The event date is approximate. Manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips one power toothbrush burst into flames which resulted in a headache from burning smell. No serious injury or medical intervention was reported. No property damage was reported.